Event description:
Attorney reported: in 2004, the patient underwent an abdominal hernia repair procedure with implant of a recalled composix kugel mesh patch. In 2005, the patient underwent an exploratory laparotomy with lysis of adhesions, repair of an incarcerated hernia, small bowel obstruction and implant of a non-recalled composix kugel mesh patch. Five months later, the patient underwent an exploratory laparotomy with lysis of adhesions, repair of a small bowel obstruction, repair of an incarcerated hernia and implant of a non-recalled composix kugel mesh patch. In 2006, the patient underwent an exploratory laparotomy with adhesiolysis and implant of a recalled composix kugel mesh patch. In late 2007, the patient underwent an exploratory laparotomy with lysis of adhesions, repair of a small bowel enterorrhaphy and implant of an alloderm tissue graft.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. Information related to the composix kugel mesh implanted in 2004 will be reported in accordance with rae. Refer to MDR 1213643-2008-00513 for information related to the composix kugel mesh implanted in 2005. Information related to the composix kugel mesh implanted in 2006 will be reported.